Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation due to both leads migrating. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
H6 correction: health effect - clinical code should be 1980 - undesired nerve stimulation rather than 2388 inadequate pain relief.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted to address the issue.